Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All boluses were delivered and properly recorded in history. No delivery anomaly was noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and broken battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with injection and bolus. The customer was explained the two high blood glucose rule. The customer was assisted in performing the high pressure test and did not passed and advised that he pump will need to be replaced. The customer was advised that we are sending out replacement infusion set and reservoir.